Event description:
Per complaint (B)(4), a dental implant perforated a patient's sinus during initial placement. The implant was removed and replaced with a different one.

Manufacturer narrative:
Follow-up submitted to report device evaluation.